Event description:
It was reported a patient underwent implant of a 27mm epic mitral valve (B)(6) 2016. In (B)(6) 2021, the patient presented with dyspnea. An echocardiogram was performed revealing high gradient and the posterior leaflet wasn't opening, causing the mitral valve insufficiency. On (B)(6) 2022 the patient underwent a valve-in-valve procedure. A non- abbott valve was placed. The patient remained stable throughout the procedure. The procedure had no complications. Patient's status at the time of report was noted as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of dyspnea, high gradient, and posterior leaflet not opening was reported. A returned device assessment and histopathological examination could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. D6a and d6b: removed date of explant.